Manufacturer narrative:
Evaluation results: endoleak, evaluation conclusion: cause of endoleak is unknown.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm one month ago. Aneurysm morphology was not reported. The aortic neck was 3.5 - 4 cm in length. The vessels were not tortuous or calcified. It was reported that after the stent graft was implanted a reliant balloon was used to model the stent grafts. The final angiogram run revealed contrast filling the sac. There was a good proximal seal and it was confirmed this was not a proximal type 1 endoleak. A pigtail catheter was inserted in the ipsilateral limb on the left side and contrast was injected. The contrast was seen filling the aneurysm sac. The physician believes that this was a type IV endoleak. The physician elected to reline the ipsilateral limb from the flow divider down. The endoleak was completely resolved. No additional clinical sequelae were reported, and the patient is fine.